Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4.date of this report 20 may 2025. G3.date received by the manufacturer? 20 may 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The next removal attempt is scheduled for (B)(6) 2024. The status of sensor removal will be updated in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where the hcp failed to remove the user's sensor on the first attempt.